Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed is reflective of the time zone of the country of the event.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level was 156-157 mg/dl. Reportedly, issue was resolved.